Event description:
It was reported that t1 and t2 deployed together. Backup device was available. All t's were removed from patient and no patient injuries were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair, t1 and t2 anchors deployed together. All t's were removed from patient and no injuries were reported. A backup device was available to complete the procedure with no significant delay.